Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin squirted while priming multiple times. The gear was winding slower than before. The customer received no delivery alarms a few times and had to change entire site. The customer had to double press buttons to bolus. It was also foggy behind screen. Customer's blood glucose level was not reported. The device was not returned.